Event description:
A surgical coordinator reported that following bilateral intraocular lens (iol) implant surgeries, a patient experienced halos and glare at night. Because of these, the patient is unable to drive at night. An eyedrop medication was given to the patient and it did not help with symptoms. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used with an approved handpiece; however, it is unk if an approved viscoelastic was used. Not enough info was provided to conduct a review on cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional info was requested by fax. A completed questionaire was received. (B)(4).